Event description:
It was reported that the implantable neurostimulator was protruding through the pt's skin. The device sys was explanted. No other pt info was reported. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.